Event description:
It was reported that during an implant procedure, the patient was vomiting under sedation. The procedure was aborted. No device malfunction was suspected.

Manufacturer narrative:
The suspect medical device reported in this MDR form was incorrectly reported. This should not have been reported on a 3500a MDR form.

Event description:
It was reported that during an implant procedure, the patient was vomiting under sedation. The procedure was aborted. No device malfunction was suspected.